Manufacturer narrative:
The user facility themselves performed service on the ventilator. No service on the ventilator was requested. Additional information from the user facility stated that the air gas module was broken. The air gas module was replaced but not returned for investigation. Provided ventilator logs confirm the reported failed internal leakage test during pre-use check. Since no parts were returned, no investigation has been possible. Therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).